Manufacturer narrative:
Clinical assessment: this case was reviewed by outside professional clinical review. The impression gathered was: PICC (peripherally inserted central catheters) line can remain for short period (days) or long period (months) of time for various uses including central venous pressure(right atrial pressures) measure. Venous air embolism is a rare but potentially fatal event and is most often associated as an iatrogenic complication of central line catheter insertion. An air embolism occurs when air or gas is admitted into the vascular system. It can occur iatrogenically via interventional procedures. ¿venous air embolism occurs when gas enters a venous structure and travels through the right heart to the pulmonary circulation. Conditions for the entry of gas into the venous system are the access of veins during the presence of negative pressure in these vessels. This is most commonly associated with central venous catheterization, as the potential for negative pressure exists in the thoracic vessels due to respiration.¿ in this patient PICC line placement was done. Based on the limited available information the exact cause of the reported issue is not clear for it may be contributed to patient¿s disease/clinical state, healthcare professional¿s technique/procedure, or the malfunction of the device itself. Investigation - evaluation: a review of the documentation, manufacturing instructions, quality control, functional testing and visual inspection of the returned device was conducted during the investigation. The actual device was returned for evaluation. The device was visually examined then tested for leaks. The turbo-ject power injectable catheter that was returned measured 47.2cm in length. An additional 3 way connector was returned with the device that was connected to the hub. The connector does not have any trade markings present and is not a cook product. Leak testing was performed on the cook turbo-ject power injectable device. The device was submerged in water and pressurized with air from a syringe; no air leaks were found. The device was then removed from the water and pressurized with water; no water leaks were identified. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history file could not be conducted. Based on the information provided, examination and testing of the returned device and the results of our investigation, a definitive root cause could not be determined. Based on the clinical assessment, the PICC line manipulation could have delivered an air embolism during the acute care and rehabilitation setting and not a malfunction of the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4) (B)(6) . The event is currently under investigation. Clinical review: this case was reviewed by outside professional clinical review. The impression gathered was: PICC (peripherally inserted central catheters) line can remain for short period (days) or long period (months) of time for various uses including central venous pressure(right atrial pressures) measure. Venous air embolism is a rare but potentially fatal event and is most often associated as an iatrogenic complication of central line catheter insertion. An air embolism occurs when air or gas is admitted into the vascular system. It can occur iatrogenically via interventional procedures. ¿venous air embolism occurs when gas enters a venous structure and travels through the right heart to the pulmonary circulation. Conditions for the entry of gas into the venous system are the access of veins during the presence of negative pressure in these vessels. This is most commonly associated with central venous catheterization, as the potential for negative pressure exists in the thoracic vessels due to respiration.¿ in this patient PICC line placement was done. Based on the limited available information the exact cause of the reported issue is not clear for it may be contributed to patient¿s disease/clinical state, healthcare professional¿s technique/procedure, or the malfunction of the device itself.

Event description:
It was reported a patient in reanimation was hospitalized on (B)(6) 2016 for a sudden coma with projectile vomiting. A brain scan revealed an ischemic stroke with the presence of an air bubble. Etiology was unable to determine the cause and it was suggested an embolism of the central venous access line placed on (B)(6) 2015 may be the cause. Further investigation reported air in the drip line and possible mishandling of the drip line. The foremen's ovale test was negative which leaves doubt on an air embolism on central route. The PICC has been left in place as it was functional and presented no visible leaks.

Manufacturer narrative:
Clinical assessment: this case was reviewed by outside professional clinical review. The impression gathered was: PICC (peripherally inserted central catheters) line can remain for short period (days) or long period (months) of time for various uses including central venous pressure(right atrial pressures) measure. Venous air embolism is a rare but potentially fatal event and is most often associated as an iatrogenic complication of central line catheter insertion. An air embolism occurs when air or gas is admitted into the vascular system. It can occur iatrogenically via interventional procedures. ¿venous air embolism occurs when gas enters a venous structure and travels through the right heart to the pulmonary circulation. Conditions for the entry of gas into the venous system are the access of veins during the presence of negative pressure in these vessels. This is most commonly associated with central venous catheterization, as the potential for negative pressure exists in the thoracic vessels due to respiration.¿ in this patient PICC line placement was done. Based on the limited available information the exact cause of the reported issue is not clear for it may be contributed to patient¿s disease/clinical state, healthcare professional¿s technique/procedure, or the malfunction of the device itself. Investigation - evaluation a review of the documentation, manufacturing instructions, quality control, functional testing and visual inspection of the returned device was conducted during the investigation. The actual device was returned for evaluation. The device was visually examined then tested for leaks. The turbo-ject power injectable catheter that was returned measured 47.2cm in length. An additional 3 way connector was returned with the device that was connected to the hub. The connector does not have any trade markings present and is not a cook product. Leak testing was performed on the cook turbo-ject power injectable device. The device was submerged in water and pressurized with air from a syringe; no air leaks were found. The device was then removed from the water and pressurized with water; no water leaks were identified. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device history file could not be conducted. Based on the information provided, examination and testing of the returned device and the results of our investigation, a definitive root cause could not be determined. Based on the clinical assessment, the PICC line manipulation could have delivered an air embolism during the acute care and rehabilitation setting and not a malfunction of the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.